Manufacturer narrative:
Correction made to: report number from importer to manufacturer (event happened in (B)(4), not USA). Part number changed from trs175sb2 to trs190sb2 per user facility. Catalog number changed per user facility. Evaluation to be provided by legal manufacturer, anchor products, inc, report # 1416891-2016-00007.

Event description:
On 04-oct-2016, conmed corporation received an incident report forwarded via e-mail by medical (B)(6). Listed below is the event description as stated on the user/facility report submitted to (B)(6): the vats lobectomy was going as planned. The anchor tissue retrieval was inserted to retrieve the specimen. The bag was 15mm part size with a capacity of 1850ml. As the specimen was being removed from the chest cavity heavy bleeding occurred. After inspecting the anchor tissue retrieval device, it was noted that one of the metallic arms was bent outwards. The pulmonary artery to be lacerated by the anchor tissues retrieval system. Ref # trs175sb3 lot #80b4t **item is kept with (B)(6) in qpsp dept** consequence: a code was called and emergency staff arrived, the surgery was converted to thoracotomy and the pulmonary artery was clamped as per (the attendance surgeon/doctor). The patient was given 5 units of blood and cardiac massage was performed by the surgeon for 30 minutes. The patient was defibrillated 3 times during the 30 minutes with internal paddles set at 20 joules. After all these measures were taken, the patient was pronounced dead at 9:47. Follow-up with the user facility has been conducted and remains in progress. To date there has been no additional information received regarding the patient's demographics or the reported incident. As of this filing, the tissue retrieval bag 175, 15mm introducer, has not yet been returned to the legal manufacturer for evaluation. The investigation remains in process. A supplemental and final report will be filed by the legal manufacturer upon the completion of the product evaluation and complaint investigation.